Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "failed the upstream occlusion test" could not be confirmed or reproduced. The upstream sensor test was performed and found to pass at all specified rates. The upstream occlusion test wa also performed and found to pass in accordance to the specifications. Upon review of the history log it was found that the unit was not programmed properly to conduct the upstream occlusion test. The rate of flow was correct; however, the volume to be infused was set too low to conduct the test properly. It is possible that because of this the unit did not run long enough to go into upstream occlusion, which would result in a failed test.

Event description:
It was reported that a pump had failed the upstream occlusion test. The error was found during routing maintenance and that there was no patient incident.